Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device remains implanted.

Event description:
Patient underwent an l4-l5 posterior spinal decompression and fusion. Follow up x-rays revealed an apparent solid fusion site at l4-l5. However, it was noted that the patient had interval fracture of the left l4 pedicle screw. Reports this does not appear to be clinically significant as the patient is asymptomatic. The device remains implanted. Note: two different product codes of pedicle screws were implanted: 1867-15-640 and 1867-15-635. It is not known which pedicle screw broke. The device lot code is unknown.

Manufacturer narrative:
Additional information : product code of the broken screw had been identified as being (B)(4).

Manufacturer narrative:
The device was retained by the customer and is not available for evaluation. The device lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. No definitive conclusions can be made based upon examination of provided operative notes. However, based on study notes provided for the patient, it does not appear that the breakage is related to strenuous activity. In the absence of a product sample ¿ lot number ¿ or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.